Event description:
It was reported that the customer's fill estimates were inaccurate after loading a cartridge with cold insulin. The customer stated it was likely the cartridge had been overfilled, but it could not be confirmed. There was no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.